Event description:
Hcp reported the patient was seen for redness and swelling intermittently around the site of the stimulator and the lead wire going to their thoracolumbar area. Upon inspection, hcp reported no visible redness but did note tenderness on palpation around the site. The patient's white cell count is mildly elevated. Hcp recommended the stimulator and lead wire be removed. No report of device explantation on the date of this report.